Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the display shut down at the incoming inspection of cardiosave intra-aortic balloon pump (iabp) in getinge's warehouse. There was no patient involved.

Manufacturer narrative:
The record (B)(4) is being cancelled as the malfunction happened at the getinge facility during pre delivery inspection.as per (B)(4) complaint awareness and submission, rev 4 its not a valid complaint.

Event description:
The event is not reportable as the malfunction happened at the getinge facility during pre delivery inspection and is not a valid complaint as per (B)(4) complaint awareness and submission, rev 4.